Event description:
It was reported the patient presented to the clinic after hearing the patient alert. An interrogation found that the right ventricular (rv) lead had high impedance and had no capture. A review of the device memory indicated an increased short interval counts (sic) and a number of fast non-sustained tachycardia episodes. A fracture was suspected. All detections on the lead were turned off and the lead will be revised at the next device change-out. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: product ID 559453, lead, implanted: (B)(6) 2012; product ID 419688, lead, implanted: (B)(6) 2012. (B)(4).

Manufacturer narrative:
Product event summary: analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory also indicated pacing capture threshold in the rv (right ventricle) was elevated and oversensing due to non-physiologic signals/sic (sensing integrity counter). 2014-04-03 right ventricular (rv) lead integrity warning for non-sustained tachycardia episodes and rv lead impedance variation. Beginning (B)(4) 2014, rv lead impedance spiked from 700 ohms to 1577 ohms to a high of 4047 ohms. Beginning (B)(4) 2014 abrupt threshold increase greater than 2.5 volts beginning (B)(4) 2014, sic counts 1738.geo event description: it was reported that a "patient alert" had sounded. A high rv impedance value was observed (>3000 ohms).